Event description:
The customer reported that intermittently cine was not working. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge board was replaced and the cine drive was formatted during the service call. The system was tested and found to be working as intended and put back into service.